Event description:
A customer tested patient sample for accu tni and a result of 3.19ng/ml was obtained. The original sample was re-tested twice and results were 1.62 and 0.07ng/ml, respectively. The result of 0.07ng/ml was reported out of the lab. The erroneous results were not reported out of the lab. The customer did not received any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The specimen was collected in a greiner heparin tube with gel and centrifuged at 3,000 rpm for 6 minutes. Per qc charts, they have not had any issues with qc. The customer ran precision study on all pipettors using low level of qc material and the results show all replicates correlate well. A system check performed in 2009 was within specifications. Service was offered but declined by customer. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.